Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during cycle 7. The patient's ultrafiltration (uf) reading was 2522 ml, indicating the home patient (hp) drained 2522 ml more than their programmed fill volume of 2900 ml. Tidal therapy volume is 85% or 2465 ml. This information gave a total drain volume of 4987 ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain use error, tidal uf removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed that no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).